Manufacturer narrative:
(B)(4) stent positioning placement problem. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex fully covered biliary stent was implanted to bridge a 2- 3 cm undefined stricture in the common bile duct during a stent implantation procedure performed on (B)(6) 2015. Reportedly, the patient&#38112;anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the physician placed a guidewire in the bile duct and pushed the wallflex fully covered biliary stent over the wire in the desired location. The physician then deployed the wallflex fully covered biliary stent to bridge a stricture close to the papilla. However, the stent was not placed in the desired location. After the stent had been fully deployed the physician noted that only the retrieval loop could be seen coming out of the papilla. The physician attempted to use a balloon to adjust the position of the stent but was unsuccessful. The stent was left completely implanted in the patient&#38112;common bile duct. A second stent with a larger diameter was implanted to bridge (stent-in-stent) the first stent in the common bile duct with the duodenum to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.